Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered severe and chronic pelvic, abdominal and vaginal area pain as well as continued incontinence, urgency, inflammation, painful intercourse, and abnormal vaginal discharge. In addition to physical pain and discomfort, pt suffers psychologically and emotionally. No additional information was provided in the legal documentation.